Event description:
Customer reportedly obtained results of 216mg/dl and 591mg/dl on the compact system within 10 minutes. Customer reportedly took 0.5 units of 75/25 humalog insulin in response to one of these results (which result action taken on was not provided). No adverse event reported. Requested return of suspect system and replacement was sent.